Event description:
It was reported that five days post implant the patient received an inappropriate shock due to dislodgement of the right ventricular (rv) lead. The lead integrity alert (lia) triggered due to short v-v counts and high rate non-sustained tachycardia (nst). In addition, rv capture thresholds were high and r wave sensing was not able to be verified. The lead was explanted and replaced with a longer lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.